Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Due to product being sent back not being the vial used at the time of the event which was no longer available. The customer no longer has the strips.

Event description:
Reporter alleged that a neonate received the following results: 30 mg/dl on inform system 1 at 16:19 26 mg/dl on inform system 2 at 16:19 8 mg/dl on the lab system at 16:25 22 mg/dl on inform system 1 at 16:30 no actions were reported taken or treatment received. No adverse event reported. The product is no longer available.

Event description:
Reporter alleged that a neonate received the following results: 30 mg/dl on inform system 1 at 16:19 26 mg/dl on inform system 2 at 16:19 8 mg/dl on the lab system at 16:25 22 mg/dl on inform system 1 at 16:30 no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.